Event description:
Customer reported table is getting error 904 and no functions are working. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "no functions are working" could confirmed during the inspection. The cause was traced to a failure of a control board and a drive motor. The issue was resolved by replacing the motor and the control board. Based on this, no further actions are required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table is getting error 904 and no functions are working. This report was filed in our complaint handling system as complaint #(B)(4).